Event description:
Pt attached datascope tubing into IV port which could have been a fatal event, due to connectivity of luer lock, air would have injected through the IV line.

Event description:
Add'l info rec'd from MFR 6/26/02: model number: passport 5l, catalog number: 0998-00-0126-44. Lot number: not applicable. Serial number(s): unk (customer could not provide). A pt inadvertently attached a non-invasive blood pressure hose, which was connected to a passport 5l monitor, to their IV port. The monitor was not turned on. The passport 5l operating instructions (0070-00-0324) indicate that the cuff hose is to be attached to the nibp connector, and the cuff is to be attached to the pt. The instructions were not followed. The relevant section of the operating instructions (section 3.5 initiation of nibp measurements) has been attached. Please refer to steps 2 and 3. Any evaluation of other info used by firm to determine whether the events described in the medical device report are or are not attributable to the device: none. The date the event described in the medical device report occurred: 4/8/2002. Co was first advised of this event on 4/12/02 by risk mgr at medical ctr. However, during initial report, they advised that the pt had attached the blood pressure cuff, rather than the monitor and hose, to the IV port. Description of any design changes or modifications in the device since first marketed that may be related to the event including any sterilization changes, if applicable and the date of the changes: none.